Event description:
The customer stated that she was treated by the paramedics for low blood glucose levels. The customer stated that she was found unconscious by her daughter. The customer stated that the event occurred a couple of weeks after the basal rates were changed. The customer also stated that she had gone to the gym that day, but she removed the insulin pump. The customer's daughter told the paramedics that the customer may have exercised too hard. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.